Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a faulty power cable winding. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact details: (B)(6). It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had faulty power cable winding. No patient involvement. A getinge field service engineer (fse) found cable reel not functioning properly. Downloading logs, replaced cable reel block functional and diagnostic tests. Repair completed. Operational tests carried out with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.

Event description:
N/a.